Event description:
It was reported an eri occurred on the pump. The patient had a pump replacement. No rotor study or dye study was performed. The patient recovered without sequela. The drug in the pump was baclofen.

Manufacturer narrative:
Catheter: model# 8709, lot# n004709618, implanted: (B)(6) 2005, explanted: (B)(6) 2011. Analysis of the pump revealed no pump stall indicated; pump in safe state; reset occurred - low battery. No anomalies seen. Final analysis of the pump revealed pump/battery/high resistance. The pump connector and proximal segment of the catheter were returned. Analysis revealed segment one no leaking seen; patent; no anomaly seen. 40 degree connector; no anomaly seen. Final analysis of the catheter revealed no significant anomalies seen.